Event description:
The manufacturer received information alleging a ventilator's settings changed automatically. The device was not in patient use. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that allegedly changed settings automatically. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. The device passed all testing and was found to operate as designed. The device event logs were reviewed. The device event logs include every keypress, alarm, or failure of the device to remain within specifications. No errors were observed that would indicate a malfunction or a change of settings occurred. The manufacturer concludes the device operates and alarms as designed.